Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received three treatments of poly-l-lactic acid (sculptra), with the last treatment administered sometime in (B)(6) 2008. No relevant medical history was reported, and concomitant medications were not taken. In (B)(6) 2008, the pt developed nodules on her face. The nodules were not visible, but present all over. The reporter indicated that the response is "systemic because it is not limited to the site of injection, but is present in the areas where the product was deposited. Corrective treatment, if any, was not mentioned. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated: ptc number (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation result show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.